Event description:
A family member reported that the patient experienced blood glucose (bg) of 29 mmol/l with positive ketones. She reports that the old insertion site was red and irritated when removed. She reported that patient's bg resolved after changing insertion site; bg at the time of the call was 10 mmol/l. Customer support concluded there was no defect in the product. Patient reportedly continues on insulin pump therapy without further reported incident. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was evidence of moisture visible through the display lens. Investigators were unable to power on the pump, and the download and black box histories could not be downloaded. Investigation revealed that the keypad is torn at the down arrow keypad button. A keypad leak was found during testing. There was evidence of moisture found inside the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The complaint could not be appropriately investigated due to moisture damage an inability to power on the pump.